Manufacturer narrative:
The up arrow button on the insulin pump did not respond due to the corroded keypad trace. There was no scrolling numbers display anomaly noted. The pump was received with a cracked case at the display window corners and cracked battery tube threads.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer was trying to perform a bolus and the insulin units went up and down without any button being pressed. Customer used to wear the pump on her chest but has already discontinued pump use. Insulin pump will be replaced.